Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit cycles on normal, but the touchscreen display is unresponsive to touch commands. The issue occurred during pre-use check and the customer is unable to run touchscreen calibrations. The customer confirmed the unresponsive touchscreen happened on start-up. The customer reported no patient involvement associated with the event.